Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a 43-year-old female patient who had essure (batch no. C95074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst removal in november 2013, left lower quadrant pain, corpus luteum cyst (a left ovarian degenerated corpus luteal cyst is noted at 1.7 cm in size.), bleeding menstrual heavy, dyspareunia, diarrhea, back pain, ache, retroverted uterus and pelvic inflammatory disease. Concomitant products included doxycycline, escitalopram oxalate (lexapro), levothyroxine sodium (synthroid), liothyronine sodium (cytomel) and metronidazole (flagyl). In december 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), groin pain ("groin pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2014, the patient had essure inserted. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, groin pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, groin pain, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: on right side, there were 4 coils in right side and 3 coils in left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: normal size uterus. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case the following events were reported via medical record: abnormal vaginal bleeding, pelvic pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a (B)(6) year-old female patient who had essure (batch no. C95074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst removal in (B)(6) 2013, left lower quadrant pain, corpus luteum cyst (a left ovarian degenerated corpus luteal cyst is noted at 1.7 cm in size.), bleeding menstrual heavy, dyspareunia, diarrhea, back pain, ache, retroverted uterus and pelvic inflammatory disease. Concomitant products included doxycycline, escitalopram oxalate (lexapro), levothyroxine sodium (synthroid), liothyronine sodium (cytomel) and metronidazole (flagyl). In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), groin pain ("groin pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2014, the patient had essure inserted. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, groin pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, groin pain, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: on right side, there were 4 coils in right side and 3 coils in left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: normal size uterus. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case the following events were reported via medical record: abnormal vaginal bleeding, pelvic pain and dysmenorrhea. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and medical record received: case became incident. Previously reported event injury is replaced with new events reported in pfs- abdomen pain, groin pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping) and fatigue were added. Insertion date updated. Patient demographic, lot number, concomitant drug, medical history added and lab data were added. New reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.